Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that there were multiple alarms in the pump history and the battery is difficult to remove. The customer indicated that he was unable to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had no motor error alarm, weak battery alarm or no excessive no delivery alarm during testing. The insulin pump was received with normal operating currents. The insulin pump passed self-test, unexpected re-start error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. A minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip noted during visual inspection.